Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead replacement (related manufacturer reference number 1627487-2021-00111) on (B)(6) 2020, the physician was unable to implant the lead due patient¿s anatomy. As a result, the surgery was abandoned.